Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ? Where was the foreign material found? (Inside shipping box, inside implant box, directly on device?)=>unk ? Please describe the type of foreign matter that was observed.=>unk ? Are there any photos of the foreign matter available?=>yes ? Is it possible that the foreign material fell into packaging upon opening of device? =>unk ? Was the suture seals on the foil still intact when the package was opened?=>unk ? Where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging)=>unk ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)=>(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date a nd suture was used. It was reported by a sales rep that, during an unknown surgery, it was found that there was something like lint in the package. It was not a control release needle. Another product was used to complete the case. This event was found in the operating room before the package was opened. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed unopened sample was received for analysis. Product code 8444h. Overall review of the returned sample indicates the presence of a prolene suture fragment within the overwrap packet. Additionally, four photographs were provided, clearly displaying the foreign matter, which is consistent with the condition of the received sample. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.